Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely, that the user sent the device to olympus without reprocessing, as a result, foreign material may have remained in the area. Therefore, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had residual liquid or foreign material come out of channel tube. There were no reports of patient involvement.